Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Applicator doesn't hold together, falls apart tampon [device breakage] . It all falls apart and then the tampon is applied incorrectly [device deployment issue] . Case narrative: consumer reported via e-mail that the tampon falls apart and the applicator doesn't hold together. No injury reported.